Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, while the high pacing impedance and inadequate capture were not confirmed. As received, a complete lead was returned in one piece for analysis. A visual examination found the helix fully extended and clogged with blood/tissue. X-ray examination found that the inner coil over torqued at the connector region which is consistent with procedural damage. The cause of the reported event of the helix mechanism issue was isolated to blood/tissue on the helix region and over torqued of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections found no anomalies except for the procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited a high capture threshold and high pacing impedance. Additionally, the rv lead was found to have helix extension issues. The right ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.